Event description:
Healthcare professional reported seri was implanted with a concomitant cohesive silicone gel breast implant in the right breast on (B)(6) 2014 during direct-to-implant reconstruction surgery. Patient initially "developed a rash 2.5-3 months post-surgery" and the implant site became "red and sore". Seri and concomitant breast implant were later explanted on (B)(6) 2014 due to cellulitis, fever, and patient malaise. During explant surgery, physician noted only 50% of the seri demonstrated tissue ingrowth, and there was approximately 100ml of opalescent fluid in the breast pocket beneath the pectoralis muscle. Event shave resolved post-explant, however the patient will remain on oral antibiotics for fix months.

Manufacturer narrative:
The physician discarded the device when it was explanted. The event of staphylococcus lugdensis is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. These events are being reported because medical intervention was required, although device-relatedness has not been established.